Event description:
It was reported that during use of right ventricular (rv) lead the patient experienced inappropriate shock due to rv lead dislodgement. The rv lead was explanted and replaced and a different lead was implanted in the rv apex. No further patient complications have been reported as a result of this event. The patient is a participant in the adapt response clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.